Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion was encountered. The physician was unable to cross the lesion (location unknown) with a taxus express2 3.5 mm x 20 mm stent. No further information is available.